Event description:
Customer reported the system is not booting up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated various pcbs. System operates as intended.